Manufacturer narrative:
Device evaluation confirmed reported issue and determined cause to be a failed vacuum sleeve.

Event description:
During pretesting, 2 probe shafts frosted. Probes not used, cryotherapy technician brought in other probes to complete the case. Complaint 2 of 2.